Event description:
The patient states she underwent a mammogram about three years ago and following this, noticed a significant decrease in the size of her right breast. The patient has subsequently undergone a CT scan for evaluation of her pulmonary hypertension which demonstrated a right-sided implant rupture. The patient has capsular contractures bilaterally which are bothersome to her.